Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for hemoglobin/hematocrit (7.7/25.1). The patient's ldh on admission was 3305 and his brain natriuretic peptide (bnp) was 542. The patient was administered heparin and inotropes. An echo was performed on (B)(6) 2014 and revealed that the patient's aortic valve was opening with each beat, and his left ventricle was severely dilated. A decision was made to exchange the patient's pump, and his pump was exchanged on (B)(6) 2014. The patient remains ongoing on the new lvad.

Manufacturer narrative:
(B)(4). The report of increased lactate dehydrogenase (ldh) and flow issues was confirmed based on the evaluation of the lvad. Examination of the pump blood-contacting surfaces found denatured rings of tissue-like thrombus adhered to the inlet bearing cup and inlet bearing ball. The rings appeared to have been a single formation that pulled apart during the lvad disassembly process. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. Although the evaluation could not determine the specific cause of the thrombus, the observed thrombus could have contributed to the reported increase in ldh. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. In addition, electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.